Event description:
Report received of a seroma and occurrence of continuous "lo battery alarm" notice. Pump had exhibited no discrepancy of residual volumes or lack of therapeutic response. Manufacturer advised hcp the impact of the alarm anomaly. Hcp elected to replace pump concurrent with surgical intervention to care for the seroma. Device returned for analysis. Per hcp pt is doing very well with new pump - no alarm occurring and the seroma has resolved.